Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from approximately 400 mg/dl to over 500 mg/dl. Bg was addressed with a manual injection. Reportedly, the pump supplies were changed to address the issue. Recommendation was made by a clinical diabetes specialist to switch the type of infusion set used. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.